Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The pt indicated that the alleged issue started on (B) (6) 2010, at 10:00 am, at an unspecified time during the morning. An hour after the alleged issue began, the pt claimed that she developed symptoms of sweating and shakiness. The pt reportedly administered self-treatment by eating food and/or drinking a beverage because of the alleged issue. However, it is not clear as to what date/time the self-treatment was taken. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia an hour after the alleged issue began.